Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2023 during a gallbladder and appendices procedure when it was reported ¿during the release of the endo-bag, a piece of black sheath falls into the abdomen.¿ further assessment questioning found ¿the piece was removed with grasping forceps¿. The procedure was completed with a few minutes of delay and ¿no problems are reported to the patient and the user.¿. There was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.